Event description:
A vaxcel pasv mini port was implanted for the infusion of therapeutic medication. During placement, the peel away sheath would not separate correctly. The procedure was completed with the defective device.